Manufacturer narrative:
Date of event, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device keeps alarming. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Event methods, evaluation, and conclusion codes: updated. One ventilator device was received for investigation. During visual inspection the device was observed to have no damage or anomalies. The reported issue was confirmed during functional testing when the device continuously alarmed. The issue was traced to the device's electrical chassis, which was determined to be faulty, however, no root cause could be attributed for the device's condition. The device battery, sintered filter and o-rings were replaced. The patient pressure cycling light emitting diode was reset, and preventative maintenance was performed.

Event description:
Additional information was received confirming the event did not occur during patient use.